Event description:
There was an allegation of a questionable ise indirect gen.2 sodium result from the cobas 6000 c 501 module. The initial result was 176 mmol/l and the repeat result was 129 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and the expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found there was a rinse tubing that was leaking. Ise checks, precision, sample probe washing, and air purge were all acceptable. The investigation determined the service actions resolved the issue.